Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "this is a report about a broken needle. Complaining that the needle was found to be shorter before use, a patient brought the product to the pharmacy. Which side of pe or npe was broken is unknown in the initial report. Two pen needles will be returned but one is only affected."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on:(B)(6) 2021. H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and no issues were observed on the second sample. No DHR review can be carried out as lot number is unknown. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "this is a report about a broken needle. Complaining that the needle was found to be shorter before use, a patient brought the product to the pharmacy. Which side of pe or npe was broken is unknown in the initial report. Two pen needles will be returned but one is only affected."